Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown device exhibited a high out of range shock impedance measurement. Technical services (ts) walked the health care professional (hcp) through navigating the programmer settings to confirm this was programmed right ventricular (rv) lead coil greater than can. The hcp hung up abruptly before providing the patient information or serial number. No adverse patient effects were reported.